Event description:
A zoll pt service rep (psr) called zoll customer support to report a (B)(6) male pt's electrode belt was damaged and the device was alarming. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt alarms, belt damaged) was confirmed. Upon investigation the trunk cable was cut and the wires inside the cables were damaged, causing ECG signal distortions and arrhythmia alarms. The root cause for the cut in the trunk cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.